Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced low blood glucose after announcing a normal meal, after which the ilet delivered a bolus and glucose declined over approximately 30 minutes, with glucose remaining below range for about 50 minutes; the user subsequently consumed fast-acting carbohydrates and later reported that the post-event hyperglycemia was due to overtreatment of the low. Symptoms included dizziness and anxiety. Outcomes included no medical intervention, no ketone testing, and no use of backup therapy. Investigation included review of the event details and user-reported actions. Investigation of this case revealed that the device delivered insulin as expected for the meal announcement, and the low glucose was attributable to user overtreatment dynamics following hypoglycemia rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that user management of hypoglycemia and carbohydrate intake was the likely cause.